Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed pum leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e2, e3, e4, e1 (initial reporter, event site email). Due to characters limitations, e1 (event site name) is (B)(6). The getinge service territory manager (stm) who encountered the issue replaced the safety disk, re-tested pump and unit passed with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received safety disk assembly with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passed testing. No failures confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h11.